Event description:
A report was received from the affiliate indicating two sterrad units malfunctioned causing feelings of irritations to facility staff. To date, no other information has been provided. Any additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4) - human reactions. Additional FDA medwatch forms will be submitted for individual events when patient or additional information is obtained. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2009-00706.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard evaluation. A review of the DHR (device history review) for the sterrad nx showed the system met all the manufacturer's specifications and there were no issues related to the reported complaint. The service and complaint history for the sterrad nx was reviewed. No trend for hr-other failures for six months prior to the event was noted. The hhe (health hazard evaluation) was reviewed. The hhe health index was considered a low risk. There were 15 complaints of hr-other that had occurred during the year across the sterrad nx product line from (B)(4) 2009 through (B)(4) 2010. The number of complaints does not constitute a significant trend. No parts were returned and the root cause could not be identified. No further action is required. Asp will monitor and trend for this issue. The second MDR 2084725-2009-00706 was subsequently determined to be non-reportable. A supplemental MDR has been submitted to reflect this information.